Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a needle appears to be broken at the tip. The image is not clear to determine the failure mode. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -did any needle piece fall inside of the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? ¿ missing piece could not be identified. Could not confirm missing piece was not in patient ¿ no x-ray performed as awareness that the small needle tip would not be visible. Searched for needle tip in patient wound (before closure), searched the clinical area. What is the procedure name? Excision or biopsy, of lesion of external nose please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Medical devices safety officer (mdso) please also provide us with an update with regards to the product return. Is the product available to be returned? Yes. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by the mhra health authority: that during surgical procedure consultant surgeon was using a 6-0 monocryl suture on the patients nose, he asked the nurse for a second suture and informed the nurse that the current suture tip had broken. No health consequences or impact, surgical procedure delayed. Device is available for return. Mhra reference number: 2025/011/025/501/006. No adverse patient consequences were reported. Additional information was requested.